Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000762164 on 11/24/2020, it was noticed the code of "surigcal intervention" was inadvertently omitted from the 3500a initial medwatch report. The code has now been added.

Manufacturer narrative:
It was reported that a female patient (66 year old, 140lb) with a defibrillator for low ejection fraction (ef) and history of monomorphic ventricular tachycardia (vt) underwent a cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported by the caller that the patient suffered a pericardial effusion post perforation. It was noted on the arterial pressure line that the patient was hypotensive, and a transthoracic echo was performed which confirmed the effusion. A pericardiocentesis was performed, with approximately 900 ml of fluid removed. Patient was taken to the operation room (or) for a pericardial window. Ablation was taking place in the right ventricular outflow tract (rvot). Caller stated that at one point, the carto 3 screen was displaying the "hi" force icon, and the caller alerted the physician, who immediately discontinued ablation. The customer¿s reported high force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient ((B)(6)) with a defibrillator for low ejection fraction (ef) and history of monomorphic ventricular tachycardia (vt) underwent a cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported by the caller that the patient suffered a pericardial effusion post perforation. It was noted on the arterial pressure line that the patient was hypotensive, and a transthoracic echo was performed which confirmed the effusion. A pericardiocentesis was performed, with approximately 900 ml of fluid removed. Patient was taken to the operation room (or) for a pericardial window. Ablation was taking place in the right ventricular outflow tract (rvot). Caller stated that at one point, the carto 3 screen was displaying the "hi" force icon, and the caller alerted the physician, who immediately discontinued ablation. About 5 minutes later, the patient was hypotensive. No evidence of a steam pop. Max wattage used was 45w, and 33 ablation lesions were delivered. Visitag settings were: range 3mm, time 3 secs, force over time (fot) 25% and minimum force at 3 grams. Force was visualized using the vector, dashboard, and graph. The visitags were colored using the tag index option. No other catheters were used besides the ablation catheter. The adverse event was discovered post use of biosense webster products during the ablation phase. The physician¿s opinion is that the cause of the adverse event is procedure. The intervention was pericardial window, that was done to visualize the heart by cardiothoracic (CT) surgeon even though blood loss had subsided. Patient received 2 pints of blood. The patient had fully recovered. The patient stayed 2 days instead of 1 in the hospital for observation purposes per electrophysiologist (ep). No transseptal was performed, went retrograde for left side premature ventricular contraction (pvc). Also did a right sided pvc. Prior to noting the effusion ablation was performed. Normal irrigation settings were used. No error messages observed on biosense webster equipment. The customer¿s reported high force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.